Event description:
It was reported that an ilet device exhibited rapid battery depletion and erratic charging behavior, including a drop from full charge to low charge within a day and abrupt jumps from partial to full charge after brief charging; the issue involved the battery component and was characterized as premature battery discharge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.